Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing (nsrvo) due to post-paced t wave oversensing was noted along with inappropriate automatic mode switching (ams) episodes due to competitive atrial pacing. Technical support was contacted and reprogramming is anticipated. The patient was in stable condition..